Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the black valve popped out of the btt inflation valve and would not hold any air in the balloon. The harvester was able to perform case without inflating balloon. The harvester seal with a small air leak during the dissection and did distal insufflation for the bisection. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: based on the reported complaint and visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B)(4).